Event description:
Probe is displaying rain like image and the strain relief is cut/split.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: probe is displaying rain like image and the strain relief is cut/split. The issues were resolved by replacing the probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.